Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 6.9 mmol/l. The caller stated that a battery replacement did not resolve the issue. She stated that it had been raining the day prior, but she stated that she did not do anything different with the insulin pump than she normally did. No other significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.